Manufacturer narrative:
No button error alarm noted. The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump was received cracked reservoir tube lip, broken belt clip slot, scratched lcd window and cracked case at display window corner.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Blood glucose level was 99 mg/dl at the time of the call. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.